Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 25-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50x24mm and 2.75x38mm promus element plus stents were advanced respectively but both devices failed to cross the lesion. The device was removed and the procedure was completed with a non-bsc device. No complications were reported and patient was doing perfectly all right after the procedure. However, returned device analysis revealed hypotube break. Promus element plus,mr,ous 2.50x24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. There was also a hypotube break 177mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.